Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a flashing screen display. Blood glucose value was 90 mg/dl at the time of the incident. Troubleshooting was performed but did not resolve the issue. The device will be replaced and returned.

Manufacturer narrative:
The insulin pump was received with a blank white display, problem isolated to electrical board. Unable to verify missing segments/partial display and perform the displacement test, sleep current measurement, active current measurement and self test due to the blank display.